Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler experienced multiple volume error warnings during dwell 3. Additionally, the cycler experienced an air detected in cassette warning during drain 3 of 4 and the treatment was cancelled. After the treatment was cancelled an unknown fluid leak was discovered. The patient discovered a dent in the cassette however stated that no fluid was discovered inside the cycler pump module area or on the external of the cassette. The cassette used during the event is not available for return to the manufacturer. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler experienced multiple volume error warnings during dwell 3. Additionally, the cycler experienced an air detected in cassette warning during drain 3 of 4 and the treatment was cancelled. After the treatment was cancelled an unknown fluid leak was discovered. The patient discovered a dent in the cassette however stated that no fluid was discovered inside the cycler pump module area or on the external of the cassette. The cassette used during the event is not available for return to the manufacturer. Additional information was requested, however to date has not been provided.